Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot le8clrb0, and no non-conformances were identified. Investigation summary: it was reported performance needle breakage. A failed suture needle was submitted for fractographic evaluation. The components were identified as product code w9431. A fracture was observed at the tip body of sample b. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surface and surrounding area of the needle. The fracture surface was examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence,which is evidence of a ductile overload failure. Intergranular fracture was also identified in this region and in small areas across the fracture surface. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure. During the visual inspection of two unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needle breakage was observed. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance breakage needle were found. Representative samples returned to support investigation of 4 device issues captured in reports 2210968-2019-90006, 2210968-2019-90007, and 2210968-2019-90692. Analysis results have been included in reports for each.

Event description:
It was reported that a patient underwent a tahbso in (B)(6) 2018 and suture was used for closure of the abdominal wall fascia. During the procedure, the needle broke at the needle tip with no traces of material left inside the patient. There were no adverse patient consequences reported. No additional information was provided.